Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had emergency medical services and admitted to hospital due to high blood glucose of 700mg/dl on (B)(6) 2018. Customer was also in intensive care unit. Customer stated that customer¿s blood glucose was 40mg/dl on the same day of hospitalization. Customer was off to the insulin pump for less than 48hours prior to hospitalization. Customer¿s current blood glucose was 300mg/dl. Insulin pump will not be return for analysis.